Event description:
It was reported that the patient felt lightheaded after experiencing a fall and went to the emergency room. It was then discovered that the right ventricular (rv) lead was exhibiting high impedance and oversensing noise due to possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).